Event description:
Spontaneous call from patient who reports newest pump displaying no disposable tubing error then no disposable, pump won't run error on cadd legacy pump. No interruption of therapy using backup pump replaced. No other information provided. Did the reports product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device available for investigation? Yes. Did we place device? Yes. Reported to (B)(6) by: patient/caregiver.